Event description:
Pump declared an altitude alarm, causing concern for potential impact on blood glucose levels. However, there was no adverse impact, with levels remaining under 500 mg/dl (27.7 mmol/l). Customer received tips from technical support to prevent future altitude alarms and replaced the cartridge, after which normal pump operation resumed.